Event description:
Hospital staff were treating a patient who required defibrillation. One successful countershock was delivered through the defibrillation adapter. Reportedly, a second attempt was unsuccessful. A back up device was obtained and the adapter was transferred to the back up device. The reported malfuncion recurred. Treatment was continued using the device's hard paddles. The patient's outcome is not known.